Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with missing end cap sticker.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 190mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.